Manufacturer narrative:
(B)(4). The device involved was confirmed not to be available for evaluation; however, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As report by the user facility: event 1. Two incidents of cracking and leaking chemo, during use with the product. No injury reported. Limited information provided.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample and/or lot number. Without the actual device and/or lot number, a thorough investigation could not be performed. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.